Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced six infusion sets cannula kinked events on 12-jun-2024. The patient noticed symptoms within three hours after insertion. Insertion site was abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Therefore, patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.